Event description:
Caller reported cgm error 42, which was successfully resolved after a pump reset guided by cts, resulting in no repeat occurrence of the error code. Blood glucose level remained within the normal range during the session. Caller was able to successfully start their sensor session without further issues.